Event description:
Additional information was received indicating this device was explanted due to normal battery depletion. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. The patient reported they had not experienced any syncopal episodes the following week. The patient was referred to their physician.